Event description:
It was reported that a student technologist brought a metal box (25x18x8 cms) into the scan room. As the box was pulled out of the student's hand and into the magnet bore, it cut his thumb. The student was taken to the (B)(6) a and e and received stitches in the thumb. The student has reportedly returned to work. The patient who was sitting at the end of the table and the mr technologist were not in the path of the metal box and were not injured.

Manufacturer narrative:
The metal box was safely removed from the magnet. The appropriate tests, lv shim and qa scans were carried out to check the system. These tests passed. The system was turned back over to the customer. As per the mr safety guide operator manual, mr workers shall be adequately trained to minimize health effects of high static magnetic field. Workers must prevent ferromagnetic materials from entering the magnet room. Ferrous projectile hazards are a major safety concern. Ge healthcare's investigation into the reported occurrence is ongoing. A supplemental report will be filed once the investigation results are available.